Event description:
A distributor contacted ventec to report that a device was returned to them with a note advising that the device had "shut down on patient." No further details about the patient or the event were provided. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device shutting off unexpectedly could not be confirmed or duplicated. Ventec downloaded and reviewed the device's electronic records and no abnormalities were observed. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.